Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia procedure, while the doctor was fixing the mesh with the suture and anchoring, the thread broke. The suture was treated or hydrated prior to use with serum and normal suturing technique was employed by the surgeon. The device component fell into the patient's cavity and was not retrieved. Replaced by another suture to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia procedure, while the doctor was fixing the mesh with the suture and anchoring, the thread broke. The suture was treated or hydrated prior to use with serum and normal suturing technique was employed by the surgeon. The thread fell into the patient's cavity when the doctor was knotting the sutures and was not retrieved. Replaced by another suture to complete the case.